Manufacturer narrative:
This report is submitted on january 26, 2022.

Event description:
Per the clinic, the patient experienced an abscess and drainage at the implant site on (B)(6) 2021 which was cleaned and stitched, however the issue did not resolve. The abscess was still present and the patient underwent an abscess drainage procedure on (B)(6) 2021. It was reported that the patient developed a seroma around the implant site on (B)(6) 2021 which was drained and treated with oral antibiotics for a duration of 10 days. The seroma was reportedly improved. On (B)(6) 2021, the patient experienced yellow drainage with blood which was resolved on (B)(6) 2021. On (B)(6) 2021, the patient developed an infection at the incision site which was treated with oral antibiotics for a duration of 10 days, and another round of antibiotics on (B)(6) 2021, for a duration of 10 days. However, the issue did not resolve. On (B)(6) 2022, the patient experienced a wound dehiscence encrusted over with drainage resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 27, 2022.